Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During a follow-up in-clinic, episodes of noise resulting in oversensing and a decrease in pacing impedance was observed on the right atrial (ra) lead. Provocative testing was performed, and the lead noise was reproduced. Ra lead insulation damage is alleged but was not confirmed. The ra lead was capped and replaced to resolve event. The patient was stable.